Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.501.080, lot: 8483047, manufacturing site: hägendorf, release to warehouse date: july 23, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection the application instrument is in sound condition and presents only minor signs of use; there are no discernible signs of damage. Functional test: function test was performed with one of our sternal zipfix (08.501.001.20s lot l507882) and did not show any abnormalities; the mentioned malfunction could not be reproduced. The returned application instrument was able to tension the cable as expected and did not have any issues with jamming or sticking. Dimensional inspection not required. Document/specification review: not required. Summary: the complaint condition is unconfirmed. A function test was performed with one of our sternal zipfix and did not show any abnormalities; the mentioned malfunction could not be reproduced. The returned application instrument was able to tension the cable as expected and did not have any issues with jamming or sticking. The review of the production history revealed that this instrument was manufactured in july 2013 according to the specifications with no non-conformances noted. The investigation found no product related issues. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the zipfix application instrument did not tension zipfix cables properly during rib fixation procedure on an unknown date. Surgeon just used hands to tension the cables and completed the procedure successfully without any surgical delay. There was no patient consequences reported. Concomitant device reported: zipfix cable (part # unknown, lot # unknown, quantity unknown) this report is for one (1) application instrument for sternal zipfix this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-d10, h4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.